Event description:
The customer reported that the device failed all of the op-check tests. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device failed all of the op-check tests. There was no reported pt involvement. Philips evaluated the device and confirmed the failure. The device was repaired by replacement of the therapy pca. The device passed all testing and was returned to service.